Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A removal surgery was performed, and it was noted the tubing connector between the cylinder and the pump was disconnected, resulting in a fluid loss. There were no patient complications reported.